Manufacturer narrative:
The investigation for high purge pressure has been completed. No product was returned. The data logs confirm 'purge pressure high' alarms. The data logs show that about 30 minutes after implant, there was a motor current spike followed by a gradual rise in purge pressure. There was high purge pressure for about 13 minutes and tissue plasminogen activator (tpa) was added to the purge after which the high purge pressure resolved and started decreasing towards normal values. The root cause of the high purge pressure was most likely biomaterial ingestion. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12466: f6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smartassist system: section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 73-year-old male patient of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that following the implant, the automated impella controller indicated high purge pressure. Tissue plasminogen activator was added to the purge and the motor current was monitored. It was reported that the patient expired during the night while one support. The post market surveillance team made the decision at the discretion of abiomed's medical safety officer to file as death. The death event occurred and no alternative cause for the death event was identified as the likely cause for the patient outcome.